Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. On approximately (B)(6) 2026, the patient stated that he was not feeling well while his cgm displayed a glucose reading of approximately 380 mg/dl. The patient did not perform a confirmatory fingerstick blood glucose (fsbg) test and instead proceeded directly to the emergency room (ER) for evaluation. Upon arrival at the hospital, the fsbg showed a value of 600 mg/dl. The patient was unable to recall the exact cgm reading obtained at that time but reported that the cgm values did not reflect the severity of his condition. The patient received treatment with intravenous (IV) fluids and insulin injections to reduce glucose levels. He was admitted and was hospitalized for more than 24 hours for continued monitoring and treatment, but the discharge date was not provided. At discharge, the patient reported feeling somewhat improved but remained concerned about the discrepancy between the cgm readings and the hospital fsbg results. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.